Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of loss of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.

Event description:
It was reported that during an unk procedure, an error code 3 was displayed. Changed to another one to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the pt.